Event description:
On march 17, 2025, during field service visit to address a laser chamber gas leak problem with visx, field service engineer reported that the laser was misfiring.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The excimer laser is not an implantable device. Section d6b - explant date: not applicable. The excimer laser is not an implantable device; therefore, not explanted section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Device evaluation: field service engineer (fse) visited site to address a gas leak and replaced electrode and parts. To address the laser misfiring, fse replaced thyratron and trigger printed circuit board. The optic and filters were also replaced during optical alignment and a preventative maintenance was completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.